Manufacturer narrative:
(B)(4). Physio-control provided the biomedical engineer with troubleshooting assistance. It was later confirmed by the biomed that he has ordered a replacement therapy connector assembly. Once the repair has been completed, and after observing proper device operation through functional and performance testing, the device will be placed back into service for use. The device has not been returned to physio-control for evaluation.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device was intermittently giving a "connect electrodes" message on the display, indicating that the patient test load was not being detected by the device. There was no patient use associated with the reported event.